Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: analysis and results: there are previous complaints of the same code-batch regarding the same issue. There are no units in stock in b. Braun surgical warehouse. We have received one open pouch that contains one unopened ampoule and seven closed samples. The ampoule of the open sample received has been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point. We have also checked the seven closed samples received and we have found one ampoule with the same defect as the open sample received. Reviewed the batch manufacturing record of this product, there are no incidences related to this issue, and the product was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in two of the samples received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product.

Event description:
It was reported that there was an issue with the histoacryl. When opening the packet, it was noted that leakage had occurred. The product was not used. Additional information was not provided.